Event description:
It was reported the patient experienced discomfort and swelling at the implant site subsequent to sustaining an impact to the site. The patient was hospitalized and treated with IV antibiotics (date and duration not reported). The implanted device remains and the patient is being clinically managed by their health care provider.